Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in device outer surface, white particles calcification -like in device outer surface and one linear opening. Leak test and microscopic analysis was performed which identified one sharp opening and broken sharp of plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side anterior assessed as unidentified (tear) opening. Broken sharp of plug strap assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and anxiety-product/procedure. Device explanted.